Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the device was unable to display ECG waveform and the device was alarming. There was no impact on the patient.